Manufacturer narrative:
Concomitant product : 7120q lead implanted: (B)(6) 2013.

Event description:
It was reported by the patient that the patient experienced "three explosions in the head" and also felt shocks and pain in the back of the head, both sides, and on the top. The patient also reported the device moves around and is sometimes under the armpit. The patient has discussed the concerns about the exploding sensations in the head and the device movement with the physician and has had a device check done. Follow-up with the physician's office was attempted, but no information was obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.